Event description:
An attempt to remove cap from pt internal jugular line cap broke off. Line was 9.0 frecnch. Pt taken to or where new line inserted with guidewire at same site. Initial insertion was done 7/24/96.